Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top screw mount was broken off the left plunger case. During flow and occlusion testing, the reported problem was duplicated. The root cause of the reported issue was a screw mount that was broken off the left plunger case and the connection between the left and right plunger cases was loose. Replaced damaged left plunger case, clutch half's left and right with leadscrew and spring as a preventative measure.

Event description:
It was reported that there was a travel coarse and travel reverse error. No patient injury was reported.